Event description:
A medtronic representative reported the perc pin on the reference frame is no longer springy, so it slips back and forth. The site has a second reference frame they are able to use instead. Since this event was reported outside the operating room no patient was present at the time of the alleged malfunction.

Manufacturer narrative:
No patient was present at the time of the alleged malfunction. As reported, the spring tension is somewhat loose. Otherwise, the frame returned good geometry and divot error readings. A replacement frame was sent to the site for issue resolution.